Event description:
It was reported to philips that there was a language error. Device was in clinical use but no reported adverse event. The efficia (B)(4) defibrillator, model# 866199, is substantially similar to the heart start xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.